Event description:
During a surgical procedure, the hexagon portion of the tibial screw inserter twisted. There were no adverse consequences for the pt and no delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation results indicate that the material corresponds to the specifications. The event was most likely caused by very high torsional moment.